Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not giving a basal. The customer stated that throughout the day it would not deliver. They had to keep giving boluses to maintain their blood glucose. The customer¿s blood glucose level was 450 mg/dl. Additionally, the customer stated they adjusted the basal rates. When they checked the reservoir unit before and after going to bed, it had showed the same reservoir unit amount. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus profiles. All bolus profiles were properly recorded at the bolus and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No basal or bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.